Event description:
On (B)(6) 2014 patient purchased the 4-wheeled scooter from (B)(6). They in turn ordered it from drive medical devices and technology. The order was for a gta model 4wd. Patient also placed an order with drive medical devices and technology to make the scooter street legal by increasing its speed from 9 mph to 25 mph. Direct medical supplies delivered the device. In patient's neighbourhood, the sidewalks are rough. When one hits a bump, scooter will jump to the left and to the right rendering it uncontrollable. The rough ride caused by the poor design has re-injured his spine and right hip. He would like the FDA to look into the design issue. Manufacturer name: drive medical devices and technology.